Event description:
Medtronic received information that this bioprosthetic valve, implanted for an unknown duration, was explanted and replaced with a different valve for an unknown reason. There were no consequences to the patient. The valve will be returned for analysis. Further details have been requested.

Event description:
Medtronic received information that this bioprosthetic valve was damaged during implant and therefore abandoned. The valve was replaced with a different valve. There were no consequences to the patient. The valve will be returned for analysis. Further details have been requested.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve holder was received detached with an unknown white valve retainer, dry, on top of the product jar in the box. The valve was severely distorted; oval shaped. All leaflets were flexible. The right and non-coronary cusps were intact. A tear in the belly of the left cusp appeared to be due to a sharp object such as forceps. All commissures were intact. Conclusion: based on the information provided and the analysis findings, it was concluded that use error was the likely cause of the event. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Product analysis: no product was returned for analysis; however, product return and additional information is pending. Device history review could not be performed, as no serial number was provided. Conclusion: at this time, no product has been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information be received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.